Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03976 / 03977).

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately 12 years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection the head has damage to the face with no visible damage or debris inside of the taper. There is also scuffing and a wear line on the outer diameter. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient¿s legal counsel reported patient underwent a left hip revision procedure approximately 12 years post-implantation due to pain and synovitis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent a left hip revision procedure approximately 12 years post-implantation due to pain and synovitis. Op notes reported small effusion.